Event description:
It was reported that during the implant procedure, the physician could not insert the lead into the header. The device was no longer used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis confirmed that it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.